Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 34 mg/dl. The customer stated that the insulin is showing less than what appears on the screen of the insulin pump. The customer treated their blood glucose with glucose tablets. The customer was assisted troubleshooting and the insulin pump passed the test functions. The customer did not return the product back for analysis.